Event description:
It was reported that patient told the healthcare provider that three of their backup system controllers were "malfunctioning". The patient stated one of the controllers had a controller fault alarm but they could not remember the other alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b3: corrected. Event date is estimated. Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 10 days (19feb2024 ¿ 27feb2024, 04apr2024, 22apr2024 per timestamp). Events captured on 19apr2024 took place at abbott. Backup battery fault alarms due to the backup battery not passing load tests were active on 26feb2024 at 17:38:38 ¿ 27feb2024 at 15:01:17. The alarms did not clear until the controller was shut down. The backup battery did not pass the load test due to the loaded voltage being over the acceptable threshold as compared to the unloaded voltage. The driveline was disconnected on 27feb2024 at 15:00:16 and the controller was shut down at 15:01:17. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. The root cause of the reported event was unable to be conclusively determined through this investigation, a corrective and preventive action (CAPA) has been initiated to further investigate backup battery fault alarms without a known root cause. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and quality specifications. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.